Event description:
The customer reported that as soon as the batteries are inserted into the alarm unit it is becoming very hot. Within 2 minutes a towel is needed to hold the unit. No injuries occurred.

Manufacturer narrative:
(B) (4) - alarm is hot. Evaluation of the returned product shows that the battery was hot due to shorting. (B) (4).